Event description:
It was reported that the patient was deceased with an unknown cause of death. It was noted on a device transmission that the device detected the rhythm and delivered anti-tachycardia pacing therapy followed by a shock that a rhythm that had accelerated after the anti-tachycardia pacing. Post shock the ventricular tachycardia continued. There was question if the device delivered additional therapies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 694765, implanted: (B)(6) 2011. (B)(4).